Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Healthcare professional later reported no complaint against the device. Healthcare professional later reported "deflation". Later healthcare professional reported "any creases". This record is for the left side. Device has been explanted.